Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen") in an adult female patient who had essure inserted (lot no. 072012) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), neurodermatitis ("vulval lichen"), back pain ("lower back often on the right side: like a spike that pierces me"), tendonitis ("tendonitis"), arthralgia ("pain in both shoulders"), electric shock sensation ("electric shock in both arms and feet (often at night)"), pain ("generalised pain throughout my body in the morning"), peripheral swelling ("hand that swells with difficulty opening and closing my hands"), headache ("headaches at night which can then last several days"), fatigue ("severe fatigue"), restless legs syndrome ("restless legs syndrome"), dizziness ("dizziness"), nausea ("nausea"), disturbance in attention ("difficulty concentrating"), asthenia ("loss of physical strength") and emotional distress ("loss of mental strength"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain lower, neurodermatitis, back pain, tendonitis, arthralgia, electric shock sensation, pain, peripheral swelling, headache, fatigue, restless legs syndrome, dizziness, nausea, disturbance in attention, asthenia or emotional distress. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-nov-2022. The most recent information was received on 18-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), back pain ("lower back often on the right side: like a spike that pierces me"), pain ("generalised pain throughout my body in the morning"), headache ("headaches at night which can then last several days"), dizziness ("dizziness"), neurodermatitis ("vulval lichen"), tendonitis ("tendonitis"), arthralgia ("pain in both shoulders"), electric shock sensation ("electric shock in both arms and feet (often at night)"), peripheral swelling ("hand that swells with difficulty opening and closing my hands"), fatigue ("severe fatigue"), restless legs syndrome ("restless legs syndrome"), nausea ("nausea"), disturbance in attention ("difficulty concentrating"), asthenia ("loss of physical strength") and emotional distress ("loss of mental strength"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain lower, neurodermatitis, back pain, tendonitis, arthralgia, electric shock sensation, pain, peripheral swelling, headache, fatigue, restless legs syndrome, dizziness, nausea, disturbance in attention, asthenia or emotional distress. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-nov-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.